Manufacturer narrative:
Initial surgery was reported to have been approximately 3 years prior to this revision surgery. The product was not available for return. Without the opportunity to examine the complaint device, root cause cannot be determined. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. Risks associated with reported condition are addressed through the warnings in the package insert as a part of design control risk management. Associated package insert 01-50-0945, there are warnings in the package insert, under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning." If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Information was received based on review of a journal article entitled, "improvements in survival of the nottingham total shoulder prosthesis: a prospective comparative study¿. The article addresses that 1 patient required a revision due to a gleno-humeral dislocation three years after the initial operation. There has been no further information provided and the patients outcome is unknown.